Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. During an attempt to upgrade the cyber security the device went into back up vvi. A device download was performed and the device was restored to normal function.